Event description:
Customer reported the system is not saving images to the cd and is losing data. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and reformatted the hard drive and reloaded software. System operates as intended.